Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. The error b31 event was cause by a component failure of the electrical component. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device (ccd) glass had cracks caused by a component failure of the distal end cover glass; universal cord assembly had malfunction caused by a component failure of the universal cord; and the insertion tube had dents caused by a component failure of the outer tube. Based on the results of the investigation, it is likely the following led to the malfunction: component failures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error b31. The issue occurred during reprocessing. There was no patient involvement.